Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours, but after 39 hours, there was still 70 ml of liquid remaining in the balloon. The pump flowrate was abnormally slow. The pump was filled with fluorouracil and 0.9% normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between march 14-15, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.